Event description:
It was reported by repair work order that the no bed functions were working due to the cpu and power supply boards malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed own repair.